Manufacturer narrative:
(B)(4). Maude report was received: mw5064465.

Event description:
It was reported that a fracture was noted on the ra lead during a follow-up. The lead was explanted and replaced. No further information is available.